Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The issue she stated was that she went to sit in the chair and the crossbrace broke.